Event description:
It was reported that during a da vinci-assisted surgical procedure, when installing instruments on universal surgical manipulators (usm) 2 and 3, the usms unexpectedly jerked downwards. The customer undocked, reseated the drapes, and repositioned the usms as needed. The customer then redocked the usms, with no further issues. The procedure was continued as planned. No errors or messages were present. The system logs indicated that sterile adapter engagement issues occurred against usm 2. There were no reports of patient injury.

Manufacturer narrative:
The reported event was addressed with phone support. Site undocked, reseated the drapes and repositioned as needed. Site then re-docked the arms with no issues and continued as planned. No errors or messages were presented this time. The intuitive surgical, inc. (Isi) field service engineer (fse) noted that the problem was resolved on the phone with isi technical support, and the system was used several times with no issues. The system was working properly, and no additional action was required as the issue was resolved. While the definitive root cause cannot be established based on the information provided and phone support details as the phone support details did not reveal any potential causalities related to the customer reported event, a potential cause based on information gathered from the phone support details may be attributed to user-induced setup issue.